Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with 1ml of juvéderm® volux¿ xc into the chin and 1ml into the chin shadow. Sometime later, patient experienced bacterial vaginosis that was treated with metranidazole. This event ultimately recovered. About 2 months after initial injection patient experienced swelling, redness pain, itching, and pus exudate in the chin region. Patient was treated the next day with a medrol dose pack, and then the following day prescribed clarithromycin 500mg, bid for two weeks. 5 days later, it was noted there was no longer any pus exudate and the swelling, pain, and redness has almost completely subsided. Event ongoing. This is the same patient reported under (B)(4) (emdr-73625). Emdr-73625 is being submitted for serious unexpected adverse drug experience of suspect product. This emdr is being submitted for the serious.